Manufacturer narrative:
Date sent: 8/7/08. Info is unavailable; device was not returned for eval.

Event description:
It was reported that during a lap gastrectomy procedure, the tissue pad was torn off. Tissue pad was recovered. Another device was used to complete the case. There were no adverse consequences to the pt. The device was discarded.